Event description:
This customer reported that during a cardioversion procedure, the device shut down unexpectedly. There was no negative impact to the involved pt.

Manufacturer narrative:
(B)(4) : this customer reported that during a cardioversion procedure, the device shut down unexpectedly. There was no negative impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.